Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Reports patient a status post right total hip replacement done on (B)(6) 2019 now has a peri prosthetic fracture around the femoral stem. Dr. Requested to revise to a restoration modular hip. The procedure was performed through the anterior approach without incident. 3 dall miles cables were applied a new head impacted and surgical site closed. No more information available.